Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the electrode end of this right ventricular (rv) lead was damaged. The patient also manifested twiddler's syndrome which caused the lead coiling in the pocket. Additional information obtained indicated that the lead was dislodged and coiled lead was confirmed through fluoroscopy. The rv lead was explanted and a new lead was then placed. No additional adverse patient effects were reported.